Manufacturer narrative:
(B)(4). Date sent: 11/2/2020; d4: batch # r5c443. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted. Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was buttressing material used? What anatomical location was each device used on and color cartridge for each? Can more detail be provided on malformed staples? How was this addressed intraoperatively? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon use one continuous firing stroke or pulse fire? Please confirm the product codes used. For the pve35a, was the vessel fully skeletonized prior to firing? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? What were the post-operative complications and how were they addressed? Was a blood transfusion required? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the complaints are for malformed staple lines, which caused bleeding, delay the surgery and still put the result of the surgery and the patient at risk. We had 2 complaints last week with the vascular stapler (in both cases) and a green reload (with our technical assistant in the room following the surgery) and today (23 / july), also with our technical assistant in the room, we had several complaints in the same surgery. We had problems with the green and golden reloads and the vascular stapler. In all cases the staple line was malformed. There was a quality deviation and in all mechanical suture lines, leaving the staples "braided" (on staple on top of another) and with exposed ends and irregular line, which can cause lesions in "noble" vessels, already in vascular stapling it was necessary to make the ligation by clips due to the inefficiency of the clip. The problem occurred in the first shot and it was cleared before the subsequent ones. The use of consigned reloads for the other shots and according to the her the problem was alleviated. The patient was in the ICU under observation to verify the outcome. According to the doctor, the surgery lasted 50 minutes longer than expected because they had to collect all the clips that were loose on top of the artery and during that period the patient had a series of pressure spikes and was very unstable. He cannot say what complications can bring. The surgeon, in addition to being an extremely skilled and experienced surgeon, has a completely experienced team, knowing all our products deeply.